Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified an internal leak through a closed twist clamp. No external leak was observed. The transfer set was leak tested using the returned mini cap with no leaks observed around the mini cap. The reported condition of leaks at female connector was not verified. The cause of the broken occluder could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni) d4: the lot number is unknown, therefore, only a primary di number could be provided. Additional information was added to h6 and h11: h11: the actual device was not available; however, five (5) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a separation between the twist clamp and the main body. The reported iodine leak at the female connector could not be confirmed. The reported separation was verified. The cause of the separation is possibly due to broken occluder feet beneath the twist clamp. The direct cause of the broken occluder feet is undetermined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: additional initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the blue main body and the white twist clamp of the minicap transfer set. A leak was noticed after closing the twist clamp and capping the transfer set with a new minicap. This was observed during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.